Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device seals were both intact, cracked case top on front left corner and cracked right plunger case. The device history report showed pump motor drive phase b post, also battery communication timeout and battery not working in ehl. The device was tested using the power up process. Testing was unable to duplicate 'pump motor drive phase b post' at power up. It was noted the device had normal wear of the battery causing it to not work intermittently. The 'pump motor drive phase b post' alarm can occur when the pump is not plugged into ac power at power up and the battery is nearly depleted. The root cause was normal wear of the battery, it was 5 years old. The tech replaced the battery, also replaced stepper motor as a preventative measure. Performed pm and all functional tests which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump motor drive phase b post. No patient injury reported.